Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Additionally, it was reported that the customer experienced a bg of 481 mg/dl - "high"; specific value not provided. Cause was unknown. Customer delivered a correction bolus via the pump to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.